Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. No intervention was reported, and lead is being monitored. There were no patient consequences.